Manufacturer narrative:
(B)(4).

Event description:
(B)(4) - the dentist reported that 3 years after the dental implant was installed in intraoral region #3, it was verified its loss of osseointegration. The 25 ncm of primary stability was achieved.